Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were carrying their hotel key/key fob in their front pocket and had it in their breast pocket and got a shock. The patient also stated at a different time they had a glucose monitor on their arm and they are pretty sure that they started to experience arrhythmia and was "wonder" if the two of them could be incompatible. The crt-d remains in use. No further patient complications have been reported as a result of this event.